Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the main coil was seen to be broken/fractured. The glue bond seems to be pulled. There were no other anomalies noted to the device. Functional inspection was unable to perform due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer. The device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. The device was analyzed, and the main coil was seen to be broken from the glue bond by the detachment zone and not returned. An assignable cause of procedural factors will be assigned to the as reported ¿coil in catheter friction¿ and ¿coil difficult to remove/withdraw from catheter¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed ¿main coil broken/fractured during use¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject coil was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.